Event description:
It was reported that the tip tore in an atypical manner. The femoral anatomy contained mild calcium, mild stenosis, and mild tortuosity. A transcatheter aortic valve implant procedure was being performed and a 14f isleeve introducer sheath was utilized for femoral access. No abnormalities or resistance occurred during insertion or retrieval of the 14f isleeve introducer sheath. After removal of the 14f isleeve introducer sheath from the patient's anatomy, it was observed that the tip had tore in an atypical manner with a portion of the tip was hanging off. There were no patient complications.

Manufacturer narrative:
H3 device evaluated by MFR: the 14f isleeve introducer sheath was returned and analyzed by a bsc quality technician. The14f isleeve introducer sheath was returned with the dilator completely pushed into/through the sheath and out of the sheath tip. Visual inspection revealed the three seams to be expanded with the tip torn at one of the seams. The expanded seams of the 14f isleeve introducer sheath occurred along the seam line which is expected with use, as the seams and tip are designed to expand with use to allow passage of delivery system and balloon aortic valvuloplasty devices during the transcatheter aortic valve replacement procedure. Therefore, this finding was not considered damage to the device. Visual inspection also identified kinks on the sheath at 8cm, 14.5cm, and 19cm proximal of the tip. Microscopic inspection identified blood present on the outside of the 14f isleeve introducer sheath. The tip was lifted and partially torn/detached (with only a small portion still attached) on the other side of the seam tear; however, the tip was still attached at the distal end of the tip. Further analysis concluded that the damage to the tip, could possibly have occurred due to an interaction with an ancillary device during the procedure. A photograph was provided was provided to aid in the investigation and was reviewed by a bsc quality technician. The photograph showed the tip of the 14f isleeve introducer sheath to be lifted and partially detached. The damage in the photo matches the damage identified upon analysis of the returned 14f isleeve introducer sheath. Analysis of the photo and the 14f isleeve introducer sheath confirmed the reported event as the tip was lifted and partially torn.

Event description:
It was reported that the tip tore in an atypical manner. The femoral anatomy contained mild calcium, mild stenosis, and mild tortuosity. A transcatheter aortic valve implant procedure was being performed and a 14f isleeve introducer sheath was utilized for femoral access. No abnormalities or resistance occurred during insertion or retrieval of the 14f isleeve introducer sheath. After removal of the 14f isleeve introducer sheath from the patient's anatomy, it was observed that the tip had tore in an atypical manner with a portion of the tip was hanging off. There were no patient complications.